Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Seven events were reported for this quarter. Six devices were received for evaluation; 3 events were confirmed during testing. Three devices were found to be affected by disassembly. Three device evaluations are in progress. One device was available for evaluation but has not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device disassembled. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale 4 previously reported events are included in this follow-up record. Product return status 3 devices were received for evaluation. 1 device was reported as not available to stryker for evaluation. Evaluation status 3 reported events were confirmed during testing. 3 devices were found to be affected by a missing snap ring. Additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes 7 malfunction events in which the device disassembled. There was no patient involvement; no patient impact.